Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 160 mg/dl. The customer was assisted with trouble shooting but no leaks were detected. The customer was sent replacement reservoirs. No further information was provided.